Event description:
The customer reported that the trilogy evo ventilator failed the active exhalation verification during pre-test procedures. The device was undergoing diagnostic system setup testing prior to implementation of the field correction and was not in clinical use. During the diagnostic system setup test, the unit failed the active exhalation pilot reading. No patient was connected, and no user or patient impact was reported. The device was removed from service for evaluation. Field service duplicated the reported active exhalation pilot test failure, confirming a device malfunction. Troubleshooting included replacement of the proportional valve (aecm) and 3-way solenoid valve, which resolved the issue. These components were replaced as reportable parts associated with the malfunction. Following replacement, the diagnostic system test, system final test, and performance verification test were completed successfully. The system met specifications for the performed service and was returned to use. The investigation is complete.